Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric de novo lesion in the distal right coronary artery. A 2.0x12mm rx tenku dilatation catheter was advanced without resistance for pre-dilatation but the balloon ruptured during the first inflation at 6 atmospheres. The 2.0x12 mm rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, there was no resistance during removal of the protective sheath. The device was soaked prior to use, air aspiration was performed outside of the patient anatomy prior to use and the device was prepped without issue. The procedure was completed using a non-abbott balloon without any issue. There was no adverse patient effect caused by the device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.